Manufacturer narrative:
Of the 3 allegations of a malfunction, 2 pumps were returned to animas and investigated. Of the investigated pumps, 2 were found to be malfunctioning due to moisture and a dim display. During investigation for unrelated complaints, there were 2 additional failures found. This report is processed under the voluntary malfunction summary reporting program.

Event description:
This report summarizes <noe> 3</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a dim/fading/color spectrum with moisture issue. These reports were received from various sources. The patients associated with this allegation ranged from 28-57 years of age and between 0 and 0 pounds. Of the reported patients, 0 were male, 3 were female, and 0 were unknown.